Manufacturer narrative:
Product event summary: analysis confirmed the reported issue; the high rate keypad was electrically out of specification. It was additionally found that the upper and lower cases, battery drawer, battery latch, side bail cover, ring cover, o-ring battery latch, and o-ring battery drawer were contaminated. The ring bail was noted to be bent. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported "the pacing feature was not operation". It was also reported the pacing rate has not risen above 180 bpm (beats per minute). The external pulse generator has been returned for service. There was no patient involvement.